Event description:
It was reported there were ¿major complications¿ when trying to insert the lead. It was stated they kept ¿poking and poking and poking¿ on the right side. The patient was asked if they felt in their vagina and the healthcare provider (hcp) could not ¿get it.¿ it was noted the patient had ¿a lot of other issues (fibromyalgia) and the hcp reportedly noted that this had ¿never happened before.¿ it was then stated the hcp ¿switched sides.¿ it was indicated there was a ¿big incision for some reason¿ on the right side that was over an inch long. The patient¿s whole right side was full of ¿red dots¿ and was completely bruised. It was noted the patient had an ¿additional¿ incision on the right butt cheek that was red and was completely ¿black and blue.¿ it was unclear if the patient had multiple incisions or if they were referring to the pocket incision. ¿poke marks¿ were also noted. It was further noted that there were ¿two dots (like two spots)¿ above the butt cheek. The patient¿s bandage fell off the day prior to report. It was noted the patient called their hcp and the patient¿s antibiotics were changed. The patient also ¿needed help with outer pain¿ so they were given a numbing cream. It was stated the patient was having a ¿tremendous amount of pain in right area.¿ the numbing creaming was indicated to be lidocaine that was topically applied three times a day. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, product type: programmer. (B)(4).